Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump underinfused medication. When the patient returned to have the pump disconnected, it was noticed that none of the medication infused. The volume of fluorouracil was 65ml and 1.7ml was used to prime the tubing. When the pump was disconnected, 63ml of the medication remained in the cartridge. The patient did not mention any problems or beeping. There was no patient or clinical injury.